Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not crossing. A technical support specialist dialed into the rpt server and connected to the database via ssms to run a server downtime query. The interface services utility was deployed, and cce was successfully installed. After re-running the downtime query, the xml message was confirmed to be current with server time. The interface showed no disconnected flags. A follow-up call with the user confirmed that patients and orders are now crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.